Manufacturer narrative:
Investigation summary: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6197455. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment that could have influenced the customer's reported issue. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Capas (B)(4) were opened to identify and address the potential causes of safety shield disengagement. Additionally, field action notification mss-16-837-fa was initiated and a product advisory letter was sent on 12/29/2016.

Event description:
It was reported that a bd eclipse¿ needle malfunctioned after use as the safety device on a needle broke off. There was no report of injury or medical intervention needed.